Manufacturer narrative:
Product ID: 8709, lot# l82124, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
The catheter was found broken or disconnected when the pump was replaced. The catheter was revised during the pump replacement procedure. The patient didn¿t seem to have any significant signs or symptoms, but she was concerned that because of the catheter fractured or disconnected the baclofen was going everywhere within her body and could do ¿big time damage¿. Additional details regarding the event were no provided. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.